Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Date of event:not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51871) which was submitted. Therefore, MDR (9610877-2022-00384) filed on march 29, 2022 is considered a duplicate report.